Event description:
Was not told of bii illness and risks of cancer with silimed textured sientra implants and I had capsular contractor with fluid on left and ruptured on the right. Three ultrasounds didn't detect the rupture. I was warned of capsular contractor if went too big but I was not even a full c cup with (B)(6). I've been tested positive for autoimmune immune with high alt and ggt. I don't smoke drink or do drugs and not fat. In 2018, my immune so compromised, I got bad infection on foot from stepping on glass, needed surgery wash out, in 2019. I got ingrown right toenail then got septic right hip infection that needed emergency hip wash out, two kidney infections, cysts on renal vein, pneumonia, heart valve infection. I have suffered insomnia, hair loss, aging, white spots, depression, mood swings, feeling like can't cope, want to rip then out, numb dull pain, mondo cord under left breast, different sized breasts, always so racing thoughts, acne, dry mouth, puffy eyes, extreme gut issues, sometimes little bits bowel incontinence, eye strain, extreme migraines, slow and long time healing sores, memory loss poor concentration. In 2018 I completed diploma of nursing, I went to complete my studies and tried to start university but I couldn't even do first unit, as couldn't concentrate then tried a counseling tafe course, as same thing so I knew my cognitive ability was declining. I am also awaiting biopsy results on the 20th but I have had them removed on the (B)(6) at (B)(6) hospital. I can't even remember the surgeons name, as my memory so bad but I will get that all as requesting all surgical notes. FDA safety report ID# (B)(4).